Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intra-operatively two different mbt revision tibial view plates cracked and broke. It was believed that the cracks were present before the surgery began. All pieces were recovered. Surgery time was not extended due to the incident. Surgeon does not believe there is deficiency in the design; likely just worn out over time.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.